Event description:
A report was received stating that during a case, the physician had "difficulties" and removed the oral tracheal tube. The reporter stated "the stylet was in but the tube was not going in". Upon removal of the tube the surgeon noticed "the tip was missing". The patient was successfully re-intubated with a similar device. There was no harm to the patient reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the manufacturer was informed the device referenced in this report will not be returned for evaluation. In the event that additional information is obtained, a supplemental report will be issued.